Event description:
During a microdiscectomy a physician was in the middle of the procedure when he noticed a split in his glove on the index finger. The operating room director stated that the physician was not doing anything "out of the ordinary". The physician was not double gloving at the time of incident.

Manufacturer narrative:
Without a returned sample, photo, or lot number to reference, we were unable to carry out a complete investigation.